Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, the device's bag was tore while extracting the organ. No patient involved injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, the device's bag was tore while extracting the organ. The bag collector broke during the procedure. No patient involved injury has been noted.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, the device's bag was tore while extracting the organ. The bag collector broke during the procedure. No patient involved injury has been noted. There was no any injury as a result of the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The bag was completely separated from the ring, uncinched. The pull ring was seated in the handle. The string was intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.